Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device compared to unspecified readings from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced diarrhea, dizziness, and was unable to self-treat. The customer went to hospital and a healthcare professional (hcp) obtained blood glucose result of 110 mg/dl, 108 mg/dl and administered unspecified serum for treatment. There was no report of death or permanent impairment associated with this event.